Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system's table failed to boot up thereby inhibiting fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.